Event description:
A high blood glucose level was reported, with the specific value being unknown as it displayed as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump. Technical support (cts) guided the customer through inspecting the infusion site and tubing connection, identifying a leaking t:lock connection. Cts instructed the customer on securing the connection and verified that insulin drops were visible at the tubing's end. The customer was advised to consult a healthcare professional to discuss factors affecting blood glucose levels and replace supplies as necessary before resuming insulin therapy.